Event description:
The customer contact reported the device door roller and roller pin were missing. The device was returned to the clinical engineering dept with an unsigned note that stated, "IV pump lever broken". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller and roller pin were missing. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device was repaired at the user facility and was returned to clinical service. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.